Manufacturer narrative:
H.6 investigation summary customer reported a leakage issue. Photos were received. Cap seal was damaged. Bd was unable to reproduce customer¿s experience with the bactec product for leakage defect. Satisfactory results were obtained from retention samples when visually inspected. Vacuum draw was performed with satisfactory results. In addition, five (5) samples were randomly selected, and inspected for cap seal and assembly with satisfactory results. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on photos received. A technical assessment was performed by the engineering department to determine if the optima capper had mechanical issues and/or breakdowns during the manufacturing process of aforementioned batch. Investigation revealed that preventive maintenance activities to the optima capper were completed on time as scheduled. The downtime report was evaluated, and no issues were reported. The capper sealing and spinning sections are evaluated prior to the manufacturing process of each lot and verifications of cap seal are performed by technicians during each run. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was leakage of patient sample from one bottle into the specimen bag. No patient impact reported. The following information was provided by the initial reporter: "a blood culture bottle came with the aluminium cap partially dislodged and the blood culture content spilled into the specimen bag."

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was leakage of patient sample from one bottle into the specimen bag. No patient impact reported. The following information was provided by the initial reporter: "a blood culture bottle came with the aluminium cap partially dislodged and the blood culture content spilled into the specimen bag."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.